Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) and false high chloride (cl) results generated by the unicel dxc 800 synchron clinical system for two patient samples. The results were not reported out of the lab. When anion gaps on the samples alerted the lab, the samples were repeated on a different instrument in the lab, and those results were reported. There was no effect to patient treatment.

Manufacturer narrative:
The samples were serum per the customer, qc has been within lab-established ranges. Qc data was requested, but not provided. A field service engineer (fse) replaced the carbon bridge and verified performance. A clear root cause for this event has not been determined.